Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified, respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vascular stent in a target lesion with light calcification and 85% stenosis, allegedly the stent partially deployed. Reportedly, another vascular stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified. Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the investigation of the returned catheter sample it could be confirmed that the stent was partially released. No damage was identified, however, the shipping lock was not attached on the system and the stent was found partially deployed. Therefore, it is concluded that increased friction during deployment and subsequent release force increase led to the reported event. An indication for a manufacturing related issue could not be found. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'. In this case the user followed the IFU and removed the system.

Event description:
It was reported that during deployment of a vascular stent in a target lesion with light calcification and 85% stenosis, allegedly the stent partially deployed. Reportedly, another vascular stent was used to complete the procedure. There was no reported patient injury.